Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl, while wearing the pod between 36 and 48 hours on the hip/buttocks. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.

Manufacturer narrative:
The received device found no bends, kinks, or damages on the soft cannula. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for damages or manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. No other damages or defects were found that would contribute to a failure of the device to deliver insulin.